Event description:
A caller reported a cartridge alarm 20 with their pump, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Consequently, there was no adverse impact to the customer's blood glucose level. The customer required a replacement pump, and since their current pump was out of warranty, technical support arranged for an out-of-warranty loaner pump. The customer agreed to provide necessary insurance details and completed the loaner pump agreement. Additionally, they intended to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery while awaiting the new pump.